Event description:
It was reported that pico 7 was not working since (B)(6) 2020 at 9:00 pm. Patient stated all lights were on. He tried changing out batteries however the device did not work. Patient informed he has had the device on for 5 days. No further information available.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root, probable root causes may include component failure or defectives batteries. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.